Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) xiitp4310, (osseotite tapered certainprevailimplant 4/3 x 10mm), for evaluation. Visual evaluation/functional test was performed, no malfunction/damage identified on implant. Markings due to the removal process. DHR review was completed for the subject lot number 2120030995. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120030995 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: disengaged. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate handling by clinician or staff when peeling open inner tray. Therefore, based on the available information, a device malfunction did not occur. No malfunction/damage identified on implant. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that an implant at tooth site # 36 dropped on the floor. After a follow up with the doctor, it was confirmed that when he was about to pick the implant up and place it in the patient's mouth, it fell from the mount onto the floor. Other implant was placed in the same surgery.